Manufacturer narrative:
The reported events of poor capture threshold, poor sensing, and twisted lead/insulation were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician encountered resistance when attempting to implant the right ventricular (rv) lead. The rv lead was observed to exhibit intermittent loss of capture and low r-wave amplitude. The physician had difficulty removing the lead for repositioning, and the lead was eventually removed with force. The lead helix failed to extend and retract, and the lead insulation was severely twisted. The lead was not used and replaced during the procedure. There were no patient consequences.